Event description:
This pt had pci in two lesions which were occluded fourteen days later. The pt subsequently died the following day after receiving treatment. Pci was performed on this pt who presented for emergent treatment due to an acute myocardial infraction. Intra-procedure medications included asa 100mg/day, 5000 units of heparin and ticolopidine hydrochloride 200mg/day. The first lesion was a de novo lesion in the mid lad of 15mm in length in a 3.0mm vessel diameter. The lesion was described as (b2) and eccentric. It was not pre-dilated before deploying one 3.0x18mm cypher at 15 atm. Ivus was not conducted. Timi ii and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%.